Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected operator code. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism. Evaluation summary (B)(4) full lead

Event description:
It was reported that during implant, the atrial lead impedance and thresholds were high at multiple sites. The lead was not used, and a replacement was implanted. No patient complications have been reported as a result of this event.